Event description:
The customer contact reported a disconnection. An unspecified extension set was connected to a microclave male adapter plug which was attached to the patient's IV catheter. A plum blood set was then connected to the extension set and an infusion of blood was started. After an unspecified length of time, the nurse noted the male luer of the extension set disconnected from the microclave male adapter plug. Blood loss from the transfusion was reported as "minimal". There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.